Event description:
It was reported that the pump shut off unexpectedly. Consequently, the customer experienced a significant increase in their blood glucose level, reaching over 500 mg/dl, necessitating a visit to the emergency room where the patient was hospitalized. The customer received intravenous fluids of saline and insulin, which resolved the high blood glucose issue, and no permanent damage was identified by healthcare providers. Customer reverted to multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Customer declined follow up for additional information on release date.